Manufacturer narrative:
Because the unit was not returned, the root cause could not be determined. The complaint was unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Manufacturer narrative:
The affected device is not expected to return. A follow up report will be submitted when the evaluation has been completed.

Event description:
User reported that after a bilateral nephrostomy insertion the patient developed a mrsa blood infection. The introducer was re-used to access each kidney. The patient was treated for a blood stream infection and recovered.